Event description:
As reported, in 2008, this patient underwent endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprostheses. A gore tri-lobe balloon catheter was reintroduced to attempt to seal a leak. Upon insertion, the balloon catheter pushed one of the devices into the patient's ascending aortic arch, unintentionally covering the left innominate artery. The physician chose to bridge the two grafts with an additional endoprosthesis, and an innominate artery bypass was performed. The patient tolerated the procedure.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: the physician intentionally covered the carotid artery.